Event description:
It was reported that the patient died from sudden cardiac death. Analysis of the ICD noted that noise was observed on the egms consistent with an anomalous lead.

Manufacturer narrative:
Only three connector portions, cut at approximately 6 cm in length, were returned. The damage found is consistent with that occurring at the time of explant. The electrical continuity of the returned portions of the connectors exhibited normal characteristics. Without return of the entire lead, a complete evaluation could not be performed.